Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("back pain"), migraine ("migraines"), anxiety ("anxiety") and vertigo ("vertigo"). The patient was treated with surgery (a surgery to remove the essure and a right salpingectomy were performed on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the abdominal pain, back pain, migraine, anxiety, vertigo and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, migraine, anxiety, vertigo and procedural pain to be related to essure. The reporter commented: she sought medical attention for her symptoms, and since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: ultrasound scan result was full occlusion of fallopian tubes was confirmed. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain, serious event due to medical importance and anticipated in essure's reference safety information. A surgery to remove essure and right salpingectomy were performed around 25 months after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience abdominal pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain, serious event due to medical importance and anticipated in essure's reference safety information. A surgery to remove essure and right salpingectomy were performed around 25 months after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience abdominal pain. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device /migration of essure device /perforation (fallopian tube(s))"), device expulsion ("migration of essure device (uterus)") and abdominal pain ("severe abdominal pain /right abdomen area pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity, vertigo, anemia, iron deficiency and gastritis. Concomitant products included ibuprofen since 2013, meclozine (meclizine) since (B)(6) 2013, oxybutynin since 2016 and ranitidine hydrochloride (zantac) from 2013 to 2016. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes (mood swings)") and frustration tolerance decreased ("frustration"). In (B)(6) 2014, the patient experienced back pain ("back pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety"), vertigo ("vertigo"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines/headaches (event splitted for coding)"), weight increased ("weight gain/loss: weight gain"), arthralgia ("hip pain") and facial pain ("facial pain"). The patient was treated with surgery (B)(6) 2016, salpingectomy (one side removal of fallopian tube)right side, hysterectomy (full),), surgery (B)(6) 2016, salpingectomy (one side removal of fallopian tube)right side, hysterectomy (full),) and surgery (hysterectomy (full),remove the essure and a right salpingectomy were performed on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain, anxiety, vertigo, procedural pain, female sexual dysfunction, headache, vaginal discharge, weight increased, arthralgia and facial pain outcome was unknown, the back pain, migraine, vaginal haemorrhage, menorrhagia, mood swings and frustration tolerance decreased had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, device expulsion, dyspareunia, facial pain, fallopian tube perforation, female sexual dysfunction, frustration tolerance decreased, headache, menorrhagia, migraine, mood swings, procedural pain, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: she sought medical attention for her symptoms, and since having the surgery, her symptoms were mostly resolved. (B)(6) 2016 had surgery to remove essure and right unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ultrasound scan - on (B)(6) 2014: full occlusion of fallopian tubes was confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-oct-2018: reporters added and patient demographic added. Historical drug and concomitant disease and concomitant drugs were added. Added events migration of essure device (uterus) and hormonal changes was updated to hormonal changes (mood swings, frustration) and weight gain/loss was updated to weight gain. Updated events, onset date and outcome. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device /migration of essure device /perforation (fallopian tube(s))") and abdominal pain ("severe abdominal pain /right abdomen area pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines "), anxiety ("anxiety"), vertigo ("vertigo"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("migraines/headaches (event splitted for coding)"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/loss"), arthralgia ("hip pain") and facial pain ("facial pain"). The patient was treated with surgery ((B)(6) 2016, salpingectomy (one side removal of fallopian tube)right side, hysterectomy (full),) and surgery (hysterectomy (full),remove the essure and a right salpingectomy were performed on (B)(6) 2016.). At the time of the report, the fallopian tube perforation, abdominal pain, back pain, migraine, anxiety, vertigo, procedural pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, headache, hormone level abnormal, vaginal discharge, weight fluctuation, arthralgia and facial pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, dyspareunia, facial pain, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, procedural pain, vaginal discharge, vaginal haemorrhage, vertigo and weight fluctuation to be related to essure. The reporter commented: she sought medical attention for her symptoms, and since having the surgery, her symptoms were mostly resolved. (B)(6) 2016 had right unilateral salpingectomy to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: full occlusion of fallopian tubes was confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2018: plantaiff fact sheet received. Plaintiff's demographics added. New events, malposition of essure device/ migration of essure device / perforation (fallopian tube(s) with pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), headaches, hormonal changes, vaginal discharge, weight gain/loss, hip pain and facial pain were added. Lab data added. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.